Manufacturer narrative:
This is being filed as a corneal ulcer. Method code: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results code: there is no direct causal relationship established between the medical device and the incident. Conclusions code: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the info.

Event description:
Pt first experienced problems back on (B)(6). Went to dr and they said that it looked like pink eye. She treated that. On (B)(6) she then went to see the dr at (B)(6) eye center and was diagnosed with a corneal ulcer. F/u attempts have been made for more info from the ecp, however there has been no reply to date. This is being filed as a corneal ulcer.